Event description:
Implant pain and uncomfortableness.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint#: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned and upon initial observation found to have been injected with fluid, separation, hardening, and dark yellowing. The device weighed 640.5 grams. Upon device inspection, explant received in one piece. Puncture through center nub on posterior side. Upon optical inspection, this explant was received ruptured and was submitted for optical analysis. An area with possible striations was identified. The explant was analyzed using an optical microscope and images were taken of the area and are as follows: 5710155 analysis 120x 1 and 5710155 analysis 120x 2. The observed result of shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.